Manufacturer narrative:
The customer returned qty:1, p/n: al-0103, lot:1222 and qty:5, p/n: al-0103, lot:0423. The al-0103 ring clamps are currently being evaluated. The investigation is ongoing. No definitive root cause could be established at this time. No further details were provided by the reporter. The case was completed after the proper retraction was achieved. No patient injury was reported. Potential adverse effects: injury, trauma, infection and delayed procedure.

Event description:
On 18 march 2024, seaspine was made aware of an intra-operative malfunction involving the alif retractor system. The case occurred on (B)(6) 2024. It was reported that several al-0103 ring clamps froze mid-case which made changing the blades difficult. This malfunction caused a surgical delay of approximately 45-60 minutes. The case was completed after the proper retraction was achieved. No patient injury was reported. On 17 april 2024 the al-0103 ring clamps were received for evaluation. The returned parts are as follow: (qty:1, p/n: al-0103, lot:1222) & (qty:5, p/n: al-0103, lot:0423). This report is 4 out of 5 for lot 0423. This event was originally reported under 3012120772-2024-00009. This report was filed to document the different lot numbers received.

Manufacturer narrative:
The al-0103 ring clamps were evaluated and the results of the evaluation are as follow: · the evaluated al-0103 ring clamps (qty:1, p/n: al-0103, lot:1222) & (qty:5, p/n: al-0103, lot:0423) were received in a seized condition. The clamps had minimal movement and were heavily damaged due to the removing tools. · the clamps were able to be set free(unseize) and functionality was restored with the application of lubricant. However, damaged was noted on the threads. · a lack of lubrication was noted as a root cause. No further details were provided by the reporter. The case was completed after the proper retraction was achieved. No patient injury was reported. Potential adverse effects: injury, trauma, infection and delayed procedure.

Event description:
On 18 march 2024, seaspine was made aware of an intra-operative malfunction involving the alif retractor system. The case occurred on (B)(6) 2024. It was reported that several al-0103 ring clamps froze mid-case which made changing the blades difficult. This malfunction caused a surgical delay of approximately 45-60 minutes. The case was completed after the proper retraction was achieved. No patient injury was reported. On 17 april 2024 the al-0103 ring clamps were received for evaluation. The returned parts are as follow: (qty:1, p/n: al-0103, lot:1222) & (qty:5, p/n: al-0103, lot:0423). This report is 4 out of 5 for lot 0423. This event was originally reported under 3012120772-2024-00009. This report was filed to document the different lot numbers received. On 30 may 2024 the evaluation was completed and as a result this supplemental report was submitted.